Manufacturer narrative:
The device was examined by an arjo investigator and found to be in fair condition with no modifications made. However, two other sub-chassis at the facility have been taken out of service due to a seized castor on one lift and 2 non-standard (non-arjo approved) castors which were fitted to the other lift. From a service history of the lift it is noted that 8 castors were replaced on (B)(6) 2007 and 2 castors were replaced on (B)(6) 2008 by arjo service. The investigator could not specify if the castor that dropped from the sub-chassis was in fact a standard and arjo approved item. No breakage was indicated to have occurred with the castors of the lift. An obstruction was found in the area of use: a non-slip mat around the hoist with a raised edge. For an arjo-approved and correctly installed castor to detach, the sub-chassis with chair and the pt's weight on it would need to become elevated for over 5 centimeters from the floor. Simultaneously, the locking plug must be failing for some reason, which is unlikely since this is not a moving part and therefore is subject to little or no wear. (The wheel's movement is taken up by the castor bearing). The operating and product care instructions of the pool lift state in the preventive maintenance section for daily inspection for the swim chair to "visually inspect the chassis to make sure the castors and footrest are securely attached before use." Complaint monitoring and vigilance reveal no significant trend with this issue to date. From the info provided, the MFR cannot come to a definitive conclusion as to the cause of this event. The info that non-arjo approved wheels were found on one other device at the facility may point to a manipulation of the castors that was not performed according to arjo specs, but the investigation could not substantiate this. However, it is highly unlikely for a wheel to drop out from under a sub-chassis, especially with the weight of a pt on it.

Event description:
It was reported that a pt was seated on the lift seat when the back left castor fell off the chassis. The chair fell to the left side. The chair was supported by the caregiver and the pt safely removed. The date of the event is unk. No injuries were reported. (B)(4).